Manufacturer narrative:
There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
A patient developed a skin reaction following the application of the product.